Manufacturer narrative:
The autopulse device was returned to the MFR on (B)(4) 2011 and analyzed. Visual inspection was performed and it was observed that there was no damage to the internal components of the device. The battery latch lock was replaced. Annual service checks were also completed. The unit passed functional testing (30:2 and continuous compressions) and passed final qa inspection. The most probable root cause associated with the customer's reported issue of unit displaying ua 27 ((encoder fault (>3000 rpm)) may be attributed to a damaged encoder.

Event description:
It was reported that during a sudden cardiac arrest and trying to switch from 30:2 mode to continuous the unit displays user advisory message of 27 (encoder fault (>3000 rpm) and will not change to continuous mode. Several restarts were done with the same result. No add'l info was provided.